Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that during their incoming inspection of goods on (B)(6) 2018, a piece of c4614s cusa excel 36khz curved extended standard tip was rejected because a foreign material was noted. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The returned unit was received in the original packaging tray and were found completely sealed. The seal area of the tray was visually evaluated, but no anomaly (channels, voids, gaps, etc.) Was observed. However, the upper right side of the tyvek lid had a combination of yellow, blue, and green colors like it was exposed to some chemical material. Device history record (DHR) of the finished goods was reviewed, but no anomaly was reported during the packaging processes of this lot that could be related to the reported condition. The customer provided a photo showing the foreign material inside the tray. The visual evaluation could not detect the foreign material on the location showed by the customer¿s photo. Moreover, it was not able to find the foreign material even after the unit was opened and all components carefully removed from the tray and inspected. The reported condition of ¿foreign material¿ was unconfirmed. The root cause for the reported condition of ¿foreign material¿ was not determined, because the particle could not be found either in the location shown by the customer or in the tray, tip or accessories. The packaging procedure establishes instructions to clean the tip and accessories with alcohol using a lint free wipe prior to be packed on the inner tray. The UDI number for the catalog c4614s is (B)(4).